Event description:
It was reported that the device was used during a laparoscopic hysterectomy procedure. The surgeon was using the device to complete the colpotomy. The generator gave the relax pressure on blade, when preparing to remove the device from the abdomen. When device was being removed through the trocar the active blade fell into the patient. The blade was located and removed. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be released by account at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.